Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. Microscopic examination did not reveal any holes or tears in the balloon. There were numerous kinks throughout the device. There was blood in the inflation lumen. A test inflation device was connected to the hub and pressure was applied. The device was inflation to rated burst pressure for 5 minutes and no leaks or irregularities were confirmed.

Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 20mm maverick 2 balloon catheter was used; however, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 20mm maverick 2 balloon catheter was used; however, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.